Manufacturer narrative:
Bayer quality assurance product analysis received photos and the returned low pressure connecting tube (lpct), lot # 8400480. A collection of fragmented foreign material was visually observed inside the lpct female luer connector. One of the largest fragments, which measured 1.0mm x 1.25mm, was removed for closer examination. This fragment's appearance is consistent with clear plastic material such as polycarbonate. Fragment size was small enough to potentially enter the fluid path and be injected. The fragments in the lpct were not detected prior to packaging. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Bayer quality assurance product analysis received photos and the returned low pressure connecting tube, lot # 8400480. The presence of white particles in the luer connector fluid path was confirmed. The investigation of the foreign particles is ongoing. A follow-up report will be submitted after the investigation is completed. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: foreign particles were detected inside a luer connector of the CT low pressure connecting tube prior to filling with contrast media.